Manufacturer narrative:
(B)(4). The device was manufactured october 28, 2013 ¿ october 29, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hair-like brownish fiber, approximately 1 cm in length, was observed inside the reservoir of an infusor elastomeric device. This occurred during filling with an unknown drug solution. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The cause was unable to be determined. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. The affected device was received for evaluation. A visual inspection noted a strand of dark brown hair approximately 11.3 mm long placed inside a small plastic bag enclosed in a specimen container. The returned reservoir had an incision which indicates the hair had been removed from the inside of the bladder. The initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.